Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's mother was advised to reset the device and the outcome was unsuccessful. Patient is a pediatric and is using an adult receiver. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. "Call tech support" error message was observed on screen of the receiver when functional testing was performed. A review of the receiver data log was not possible as the receiver was unable to communicate with the global communication tool. The root cause was determined to be a defective component in the printed circuit board. A CAPA has been initiated for this issue.